Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Supply changes were performed to resolve the occlusion alarms. The customer experienced an elevated blood glucose (bg) level described as "high" and moderate levels of ketones. Manual injections were administered to address the bg level. As the occlusion alarm had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.